Manufacturer narrative:
Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. The actual device was returned and evaluated. Visual inspection confirmed there were no anomalies such as a break. The actual device was then performance tested by being built into a circuit with tubes. Saline solution was circulated in it and the pressure drop was determined at each flow rate. The pressure drop was found to be higher than that of a retention sample pulled from the current production run indicating the actual sample has an obstruction. Further performance testing was done by rinsing the actual sample with a protein removal solution and then dried. Visual inspection confirmed there were no anomalies in the fiber winding. The actual sample was again built into a circuit with tubes. Saline solution was circulated in it and the pressure drop was determined at each flow rate. The pressure drop was found to be equivalent to that of the retention sample pulled from the current production run. This result indicates that the obstruction noted in the first performance test was due to protein, or thrombus. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as, "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that a capiox fx15 was used during a procedure that resulted in pressure increase. The following information was provided by the user facility: just after extracorporeal circulation (ecc) was started, pressure before the oxygenator increased to more than 400mmhg; about 6 minutes after the ecc was started, a pulsation pump was used and the pressure gradually decreased; the pressure finally decreased to 270mmhg and the procedure was completed successfully; reportedly there was no harm to the patient.